Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Further information was provided and reported lens was damaged (haptic bent) during loading. This complaint is no longer considered a reportable malfunction. No further information will be provided under this manufacturer report number 2648035-2019-00312. Device available for evaluation? Yes, returned to manufacturer on: 3/15/2019. Device returned to manufacturer? Yes. Device evaluation: only a piece of lens was received that was observed torn. It had a haptic that was bent/distorted, but the other haptic was missing. The reported issue of haptic damaged was verified. However, the condition in which the sample returned indicated that the unit was previously handled, and it was not possible to determine that the reported issue is related to manufacturing process. Based on the analysis, product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaint revealed one other complaint was received under this production order, no product quality deficiency was determined. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) lens had a bent haptic. There was no patient contact. No additional information was provided to johnson & johnson surgical vision.